Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent l4-s1 fusion and stabilization. On an unknown date, post-op, the implanted screw broke. Broken screws and rods were observed on patient's x-ray. Hence, on (B)(6) 2019, the patient underwent a revision surgery, in which the broken implants were explanted and were replaced by implants from another manufacturer. No fragment of the broken implants remained inside the patient.

Manufacturer narrative:
Product analysis: visual examination revealed the screw was broken about 5 threads down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with progressive striations consistent with cyclic fatigue. The threads of the broken lower portion of the screw have been damaged, possibly from the removal process. The above observations are consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. If information is provided in the future, a supplemental report will be issued.